Event description:
Pt's meter was reading inaccurately high. Medical affairs specialist spoke with pt and obtained additional information. Patient reported taking insulin based on the meter readings. A few weeks ago they had obtained a "200 mg/dl something" and taken 8 units of regular insulin (sliding scale). They had eaten breakfast and gone to the hospital for their rehab appointment. Around 8:15 am while at rehab, they had sat down because they had been feeling "low". The rehab clinic obtained a "35 mg/dl" on their meter (unknown brand). They had passed out soon thereafter. They were taken downstairs to the ER, where they had a blood glucose level of "30 mg/dl" (device unknown). They were treated with IV glucose and released around 11 am. Patient explained that they normally take 4 units of insulin, however, the abnormally high reading they obtained caused them to take additional units of insulin. Patient did not have control solution to troubleshoot the meter. Pt explained that they noticed on some occasions that their meter would read approximately 100 points different from the rehab meter. They could not recall when it happened or the readings that they obtained. Incident is being reported based on the pt's symptoms, significant change in their blood glucose level, and treatment at the hospital. The customer service rep replaced pt meter, control solution, and test strips.